Event description:
It was reported that, during an initial implant procedure, this pacemaker exhibited connection issues. The programmer displayed a telemetry wand out of range message when the wand was removed, as the wand was necessary for communication due to the programmed settings. This pacemaker was successfully replaced, and new device of the same model was implanted instead. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during an initial implant procedure, this pacemaker exhibited connection issues. The programmer displayed a telemetry wand out of range message when the wand was removed, as the wand was necessary for communication due to the programmed settings. This pacemaker was successfully replaced, and new device of the same model was implanted instead. No adverse patient effects were reported. This pacemaker remains in service.